Event description:
It was reported that the mini trek 1.5 x 15 mm balloon was advanced through a 6 french non-abbott guiding catheter. Resistance was encountered during advancement of the mini trek in the guiding catheter and the shaft of the mini trek balloon separated. Another mini trek balloon of the same size was advanced to hold the separated portion of the mini trek device inside the guiding catheter while the separated mini trek, additional mini trek, and the guiding catheter were all withdrawn as a unit. Then the lesion was dilatated with a new mini trek balloon, then with a trek balloon and a xience prime stent was placed successfully. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: pilot 50; guide cath: cordia 6f xb 3.5. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported resistance could not be confirmed due to the condition of the returned unit. The reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.